Event description:
The nurse was preparing to start an IV line. When she opened the 20 gauge, 1.16 inches insyte autoguard IV package, she noted that the needle had pierced the IV catheter approximately 2mm from the distal end of the device. Of note was that the needle had not retracted when the nurse discovered the puncture. All other elements of the IV catheter were intact, which lead staff to the conclusion that something went wrong during the manufacturing of the device. The nurse was not harmed, and no patient was involved in the event. Several more packages were opened from the same lot; however, staff could not find any others with the same defect. After the device was inspected by risk management and photos of the device taken, the auto retract button was accidentally triggered. All portions of the device are being returned to the manufacturer for investigation/analysis; however, the needle is now housed in the safety guard.